Manufacturer narrative:
A steris technician inspected the sterilizer and found it was operating properly; no issues noted. Cycles were run and completed successfully; no further issues have been reported with the sterilizer. The sterilizer was manufactured in 2009 and is not under steris service contract; it is maintained by user facility maintenance personnel. The user facility reported the cycle was not initiated and the printout from the prior completed cycle was reviewed and the load was released. In addition, the steam indicators were not reviewed and several items were used in patient procedures prior to the load being recalled. Steris conducted in-service training the week of (B)(6), 2012 on proper use of the equipment.

Event description:
The user facility reported that a load was released for use in patient procedures, however the load had not been processed as the cycle was inadvertently not initiated. The user facility reported they followed their patient monitoring/notification protocol. No injuries, procedural delays or cancellations reported.